Event description:
The patient is a (B)(6) year old woman with a history of hypertrophic cardiomyopathy. She had a dual chamber ICD implanted in 2006 following episodes of polymorphic vt occurring during pacing at the time of septal alcohol ablation. She has a sprint fidelis rv lead on recall; we have elected to extract the lead in view of its long term potential for fracture.what was the original intended procedure?ICD replacement, lead revision.